Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure for peripheral arterial occlusive disease (paod). Reportedly, after the suture was deployed and the knot was advanced to the artery, hemostasis was not achieved because patient's blood pressure (bp) was reported to be 180. The patient's bp was controlled to 110 by a ntg drug (nitroglycerin). Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Because the device was not returned for analysis, the reported failure to close the vessel could not be confirmed. A review of the lot history record and a query of complaint handling database for the reported lot did not indicate a lot specific product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.